Manufacturer narrative:
Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2012; 4092-52 lead, implanted: (B)(6) 2008; 5568-45 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and potential oversensing. Further follow-up investigation revealed that reprogramming was recently performed to change rv lead polarity to unipolar due to the chronic elevated rv thresholds and low r-waves. The physician later ordered programming back to bipolar in order to prevent any potential sensing issue. The clinic continues to do regular monitoring, and the lead remains in use. No patient complications have been reported as a result of this event.